Event description:
It was reported that an ilet bionic pancreas touchscreen developed a diagonal crack and became partially unresponsive, preventing use of the top buttons and subsequent device operation; the user reverted to manual injections, and the affected component was the touchscreen with a device problem consistent with fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen, consistent with a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.